Manufacturer narrative:
The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, d4 (serial number), d6a (if implanted, give date), h2, h3, and h6 (health effect - clinical code, and device code(s). Product evaluation: the explanted device was returned for evaluation. As per product evaluation results, customer reports of insufficiency secondary to pannus were confirmed due to observed rolled leaflet from host tissue overgrowth. X-ray demonstrated minimal calcification. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. The free margin of leaflet 1 and 3 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region which likely led to the reported insufficiency. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx31 was explanted after an implant duration of 3 years and 3 months due to severe mitral insufficiency secondary to pannus and stenosis due to pannus and minimal calcification. The patient presented with heart failure. On explant it was observed that one leaflet was damaged ("curved"). A magna mitral ease 27mm was successfully implanted in replacement. The patient outcome was noted as good. The explanted device was returned for evaluation. As per product evaluation results, customer reports of insufficiency secondary to pannus were confirmed due to observed rolled leaflet from host tissue overgrowth. X-ray demonstrated minimal calcification. Host tissue overgrowth and calcification restricted leaflet mobility and led to stenosis. The free margin of leaflet 1 and 3 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region which likely led to the reported insufficiency.

Manufacturer narrative:
Additional manufacturer narrative: pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a nonthrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth cannot be determined at this time. In this case, a definitive root cause for early pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 7300tfx was explanted after an implant duration of approx. 2 years and 9 months due to severe mitral insufficiency secondary to pannus. On explant, it was observed that one leaflet was damaged ("curved").